Event description:
It was reported that the device exhibited error code 1320 and discoloration on the air in line sensor. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination of the dso and uso sensors, and a discolored air detector. Error code 1320 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was from user error and from the discolored air detector. The air detector, dso and uso seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.